Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female underwent primary breast augmentation with 400cc mentor memorygel breast implants and experienced bilateral implants rupture, and baker grade iii capsular contracture on the left side postoperatively. The capsular contracture was confirmed with a physical examination. As a result patient underwent bilateral replacements as follow: l) cat#3504504bc / lot #:9516196, r) cat #:3504504bc / lot #7682652. On (B)(6) 2021. This report relates to the right side.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021 additional information indicated that patient experienced bilateral capsular contractures grade IV. There was no ruptures. This report relates to the right side. Manufacturer¿s reference number: (B)(4).